Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of over 400mg/dl. It was stated that the customer had a lot of nausea due to gastroparesis. It was stated that the insulin pump alarmed and need to complete the prime process to review the customer's settings. Assisted with rewind and prime. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.